Event description:
On (B)(6) 2011, received explanted lead from st jude medical. No explant info provided. Investigational letters will be sent to the implanting hospital and implanting physician with f/u calls if required.

Manufacturer narrative:
Entire form filled out by MFR.